Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown day for periprosthetic fracture. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Medical records/radiographs were provided and review of the available records identified the following impressions: left total hip arthroplasty with periprosthetic fracture involving the proximal left femoral diaphysis. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.